Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer alleged the control iq software did not suspend insulin delivery as intended; however, tandem technical support reviewed pump data and verified the control iq software functioned as intended. The customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.